Event description:
Information was received indicating that a parts were noted to be missing on a smiths medical pneupac¿ parapac plus ventilator following being dropped. There were no reported adverse effects.